Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, missing reservoir tube o-ring, reservoir tube lip almost completely broken off, cracked belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the seal on the reservoir compartment was popping out. The top of the reservoir compartment was broken. They had never dropped the device. It broke when they were inserting the reservoir. The customer¿s blood glucose level during the incident was unknown. Troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
Insulin pump had cracked case at display window corners, battery tube threads, missing reservoir tube o-ring, reservoir tube lip almost completely broken off, cracked belt clip slot and minor scratched display window.